Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided. H10 additional narrative:

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records after putting the bandages on and turning the patient from left lateral decubitus to supine from revision surgery, his hip was dislocated anteriorly and confirmed. The problem was mechanical impingement of the femoral neck against the elevated lip polyethyline liner and revised the articulation and removed. A competitor liner and depuy head were implanted. Doi: (B)(6) 2020; dor: (B)(6) 2020; right hip.